Manufacturer narrative:
The device was returned to zoll medical australia. The customer's report was observed and the analog board was replaced to remedy the report. The device was recertified and returned to the customer. The analog board was returned to zoll medical corporation, united states and scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.